Manufacturer narrative:
In the supplemental MDR, it was reported that the lens was returned on 08/04/2017. In review of the file, the actual lens returned date was 08/01/2017. The file has been updated accordingly. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was stuck in the cartridge. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data/additional info: additional information was received and it was learnt that the lens with serial number (B)(4) was implanted as a replacement for the lens with serial number (B)(4). Serial #: (B)(4) and unique identifier (UDI#): ((B)(4). Device available for evaluation? Yes. Returned to manufacturer on: 08/04/2017. Device returned to manufacturer? Yes. Reason for non-evaluation: device evaluation anticipated, but not begun. Reportedly, there was no patient injury. No incision enlargement, no vitrectomy was performed and no sutures were required. No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's eye and it was removed, during the same surgical procedure, because it was noticed cracked. No further information was provided.